Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump had a key stuck alarm. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the pump generated a key-stuck alarm, which prevented the patient from completing the infusion. Therapy was paused during infusion to replace the pump, resulting in a delay in treatment. No adverse effects were reported.

Manufacturer narrative:
H4, device mfg date is unknown. No information is available based on the reported serial number. B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.